Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (io(l) implant procedure the patient experienced intolerable glare and halos. The iol had been exchanged in a secondary procedure. Clinical reason mentioned was can't center iol due to capsule adhesion. Additional information received and stated that there was no impact to the patient in the surgeon¿s opinion sleeping on the couch or capsule healing was the cause of the event.